Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and functional test were performed. The visual inspection identified that the door latch was cracked and the latch roller was damaged. The door latch assembly and latch roller were replaced to fix the reported condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that a flogard infusion pump had a broken door latch. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.